Manufacturer narrative:
(B)(4). G2: foreign: colombia. H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was completing the procedure, one of the threads fractured during closure. It is not known why the thread fractured, the surgical technique was completed, and no additional element was used to close the system. The original device was removed from the patient and a second device was used to complete the procedure. There was no report of foreign body retained or harm to the patient.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6 visual examination of the returned product identified the sutures and buttons were returned together and attached. The white suture is attached to the toggle button, the blue and blue and white sutures are attached to the top hat button. The blue and white suture that is attached to the top hat button is frayed at one end as well as the other blue and white suture that is attached to that suture. There is discoloration on the sutures and the toggle button has some gouging on both sides of the button, likely from device removal from the body. Unable to verify item or lot information. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.